Event description:
During evaluation of an amia automated pd (peritoneal dialysis) cycler set, a baxter technician identified a green pull ring cap was dislodged from the patient luer adapter (patient line). No additional information is available.

Manufacturer narrative:
The device was received for evaluation unused and in an unopened pouch. A visual inspection and magnification identified a green pull ring cap was dislodged from the patient luer adapter (patient line). The cause of the condition is undetermined however; it was determined that a possible cause was related to packaging and handling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.